Manufacturer narrative:
A ge service representative performed an on site investigation. The ground connection from power panel was found loose, this was tightened during the service call. The system was tested and found to be working as intended and put back into service. The customer no longer has the affected pt information pertaining to this incident.

Event description:
It was reported that the 2500 system ground fault alarmed and shut system down during case. No pt injury was reported.